Manufacturer narrative:
Per (B)(4) initial report. Additional information, including the reason for the revision, device lot codes, confirmation on which devices were revised, post primary and pre revision x-rays, operative notes, patient details, what the patient was doing at the time of the event, whether the patient experienced any slips / falls or other trauma post primary, whether the patient followed correct ost-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / metafix revision for an unknown reason.

Manufacturer narrative:
Per -4981 initial report. Additional information, including the reason for the revision, device lot codes, confirmaton on which devices were revised, post primary and pre revision x-rays, operative notes, patient details, what the patient was doing at the time of the event, whether the patient experienced any slips / falls or other trauma post primary, whether the paient followed correct ost-op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, none of this information was provided. The appropriate device details have not been provided and thus the relevant device manufacturing records cannot be identified or reviewed. An investigation cannot be conducted with the lack of information available and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / metafix revision. It is unknown how long the devices were in situ, which devices were revised and the reason for the revision.